Manufacturer narrative:
Results - actual pump used was received for inspection and evaluation. Conclusions - the device is pending evaluation and testing at this time. When completed a follow up report will be filed.

Event description:
Drug/diluent: lidocaine 1% (2% diluted down to 1% with saline). Fill volume: 280 ml. Flow rate: 4.0 ml/hr. Procedure: abdominoplasty. Cathplace: superior to inferior down the plication. Pt was experiencing some pain and pt removed the flow restrictor from chest and rubbed it between her fingers. Pt received some pain relief from this. Infusion started: (B)(6) 2012 at 12 pm. Infusion ended: (B)(6) 2012, time unknown (pt believes pump was empty). Additional info received (B)(4) 2012 per rn: pt stated that she felt no relief, nor noted any decompression of the pump 48 hours post-op. Pt pressed their fingers against the tubes that were taped to her mid chest for approximately 30 seconds. It was reported that pt felt fluid release and experienced pain relief for several hours. Later, when pt attempted to massage the tubes again, nothing happened and noticed the pump bulb appeared empty.